Manufacturer narrative:
N/a.

Event description:
"The following has been reported: ongoing pump issues. Air bubble warning alarm." Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "Devices were not returned to brézins as repairs were carried out locally. Air sensors were replaced but were not sent back for further investigation. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although we cannot confirm that the air sensors of reported devices were defective due to a product quality issue, please be informed that a CAPA is open to address the subject of ""defective air sensor"". To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is abnormal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.